Event description:
Reporter alleged the needle from the softclix plus lancet device used in finger-stick blood glucose testing would not retract. Reporter stated the needle protruded outside the dial cap; however, did not know for sure whether the needle would not retract before or after it was used. No actions were reported taken or treatment received as a result. A request was made for the return of the suspect product and replacement product was sent.